Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective board. The board was replaced to resolve the issue. The device was tested without further failures and was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the touch screen of the c5 system panel was intermittently unresponsive during priming. There was no patient involvement.